Event description:
It was reported that, after a tka surgery, 10 years post-implantation, the patient experienced a peg fracture in the journey bcs knee insert. It is unknown how this adverse event was treated. The current health status of the patient is unknown.

Manufacturer narrative:
H11. Internal reference: (B)(4).